Manufacturer narrative:
This report is submitted on february 06, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced tenderness around the magnet site post an MRI. The patient was subsequently treated with oral and topical antibiotics. As of (B)(6) 2019 the wound had reportedly mostly healed.